Event description:
Pump stopped during ECMO case without an audible alarm. Pump was able to be restarted by powering off and on twice. However, the hospital ended up having to take the pt off ECMO and the pt expired about three hours later.